Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump frequently froze, the sleep/wake button and touchscreen became unresponsive, and the device did not buzz or respond to touch, which prevented normal operation and meal announcements; the medical device problem involved unresponsive keys/buttons and the affected component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a software problem associated with unresponsive controls on the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.